Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Information regarding the implantable neurostimulator with serial number (B)(4) has previously been reported in regulatory report # 3004209178-2016-24432. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient needed help with charging his implant. He had shingles from (B)(6) of 2015 until (B)(6) of 2016 and hadn¿t been able to charge his implant. The reason that recharging was not maintained was because the patient had the unrelated medical issue of shingles and could not tolerate having anything touch his skin again until recently. The patient has two implants, and now both are dead. He tried charging the implant on (B)(6) 2016 but was unable to charge. The implants were last charged before he had shingles and that was the last time that he felt stimulation. There was an alleged overdischarge on (B)(6) 2016. The manufacturer representative performed physician mode recharges to both devices that the patient has implanted on (B)(6) 2016. The patient reportedly charged overnight, but the level did not increase. Both devices had 6 bars, and the patient was going to continue to charge during the day and keep the stimulation off. This is the patient¿s second overdischarge. It was recommended for the patient to clear the power on reset messages as soon as the implantable neurostimulator is 25% charged. The patient started experiencing increased pain beginning 3 weeks prior to the report and his primary care physician advised him to use the spinal cord stimulation devices again. This is when the patient noticed that he was unable to communicate with the implants. Additional information was received from the patient¿s physician on 2016-11-18 which reported that the patient had not been using his stimulator for a year. On (B)(6) 2016, the patient was well controlled by opioid. The day prior, he had his stimulator recovered from overdischarge and he needed more and more narcotics due to severe pain in his back and leg and shaking on his leg. A CT scan was done and looked fine. The patient was currently in the hospital and intubated due to increased narcotics from severe pain. On (B)(6) 2016, the manufacturer representative saw the patient and interrogated the device when she left off due to the patient not ready to control the device. The manufacturer representative was going to meet with the patient the week of (B)(6) 2016 to see if they could get the stimulator back running for him. It was noted that with the patient being intubated, that they could not turn on the system.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the patient was no longer intubated. The patient was seen by their pain physician in the hospital to evaluate their new onset of pain, a diagnosis of bursitis was given. On (B)(6) both the patient¿s devices were cleared from their overdischarge state while they were still hospitalized. The patient noted that everything was working as usually did.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-09-27. It was reported that they almost lost him and ¿he coded.¿ no further complications were reported.